Event description:
It was reported that the patient's left ventricular (lv) lead had dislodged. The lead was explanted and replaced. The patient was in stable condition.

Event description:
New information received notes that the lv lead had also failed to capture.

Manufacturer narrative:
The reported events were dislodgment, and failure to capture. As received, a complete lead was returned. The reported event of failure to capture was not confirmed. Electrical testing was normal. Visual and x-ray inspections of the lead was normal except for procedural damage.